Manufacturer narrative:
The pt appears to have experienced an allergic reaction after starting the use on the invisalign teen aligner.

Event description:
The pt rec'd the aligners (stage # 1) on (B)(6) 2010. Dr (B)(6) rec'd a voice message from the pt's mother on (B)(6) 2010, reporting that the pt needed to be taken to the ER on (B)(6) 2010 since he developed the following symptoms: sores inside of the mouth and his throat started to closed up. The pt was provided with an "epipen" (epinephrine injection). By now the pt is 90% better, but still has some sores. The treatment was stopped due to a serious safety concern (but it was unlikely that the aligners were related to the event). There was no indication of anaphylaxis or hereditary angioedema. According the "ER" medical report: "life-threatening was not found or considered likely" and the only symptom reported was "lip swelling." The pt encountered an "allergic to latex" and was instructed to keep away of latex, and hydrated the pt, providing benadryl and prednisone.